Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a missing motor support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was not recognizing the reservoir. The customer received the compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 123 mg/dl. While troubleshooting, it was found that the insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer stated that the drive support cap of the insulin pump was sticking out. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.